Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that a farawave catheter during procedure to treat an atrial fibrillation (a fib), while connecting the tubing to flush the catheter, the tube at the catheter end was not clear, as if glue was inside. To solve the issue the device was replaced, and the procedure was completed without patient complications. The device is expected to be returned.

Manufacturer narrative:
Upon receipt at boston scientific's post market laboratory the catheter was visually inspected, upon device return and inspection it was observed that there was potential adhesive in the flush tubing. A guidewire was successfully inserted through the catheter. Deployment was tested multiple times, and deployment to basket and flower was functional with no unusual resistance noted. Flushing through the irrigation port was tested. No obstruction was observed, and the irrigation was functional in all deployment states.

Event description:
It was reported that a farawave 31 mm during procedure to treat an atrial fibrillation (a fib), while connecting the tubing to flush the catheter, the tube at the catheter end was not clear, as if glue was inside. To solve the issue the device was replaced, and the procedure was completed without patient complications. The device is expected to be returned.